Event description:
During prep, the dsc syringe was attached to the orbit delivery system and air purging was done for 30 seconds. After purging was finished, air was still inside the hub. Then the physician tried to detach the syringe from the hub, but it did not work as the hub of the orbit was cracked. Another devices were used for the procedure. No info was available if this syringe was used to prep other coils. When they purged the coil, the syringe got to the blue zone. After pressurizing to the blue zone, the syringe handle was turned counter clockwise to decrease the pressure, but the gauge did not respond. Dedicated saline from an infusion bag used for the dcs syringe and was free of bubbles prior to purging. The dcs syringe was connected to the dcs coil and the coil was in the dispenser hoop. No info if the same syringe used to prep other coils. Another coil was used to complete the procedure. The syringe connector could not be separated from the orbit delivery system.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.